Event description:
It was reported that the 9800 system has image quality issue (horizontal lines through images). There was no report of pt injury.

Manufacturer narrative:
After the initial report, the facilities bio-medical engineering group cancelled the service call. No add'l info provided.